Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, while insertion of the trocar, the balloon ripped. Another device was used to complete the case. The patient had no injury in this event.

Manufacturer narrative:
Additional information: (UDI #): evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the circular seal was cut. The lock collar, trocar balloon and dissector balloon appeared intact. The insufflation bulb was not received. The inflation syringe was not received. The obturator was not received. Pmv performed functional testing; the trocar balloon was inflated, using a test syringe, no leaks detected. The hole for the dissector balloon was covered, using a test insufflation bulb the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.